Event description:
As reported by the edwards representative, during a transfemoral tavr procedure there was catheter site bleeding and the patient¿s left femoral artery was dissected. The dissection was stented with a 7 mm x 10 cm viabahn stent. The patient was reported as doing well following the tavr procedure. Per report, the dilators were used in normal fashion but there was a lot of resistance noticed while attempting to insert the 25fr dilator into the patient. The larger sheath was introduced but after numerous attempts it would not insert far enough. The large sheath was removed and quite a bit of bleeding was noticed at the entry site. A decision was made to try a smaller sheath. The 22fr sheath was successfully inserted, bleeding stopped and a decision was made to use the 23 mm sapen valve. Towards the end of the procedure upon removing the sheath it was noted there was a dissection in the common femoral artery. A 7 mm x 10 cm viabahn covered stent was implanted at the site of the dissection with a very good result. The cutdown was closed, the patient was extubated and reported as doing fine. Per additional information received during investigation, there was nothing abnormal noticed while inspecting the dilators and sheaths. This injury was not considered to be a malfunction of the dilators or the sheaths. Procedural considerations, borderline vessel size and vessel tortuosity likely caused the event. This patient¿s access vessel calcification and tortuosity were described as moderate. The access vessel minimum luminal diameter was 7.5 mm.

Manufacturer narrative:
There were two manufacturer reports submitted for this case. Please reference manufacturer report no. 2015691-2013-20899.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, bleeding and injury at the access site are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in the edwards technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum vessel lumen diameter for the rf3 (24fr) sheath is 8mm. Per report, this patient¿s access vessel diameter was (7.5mm); access was gained via surgical cutdown; there was moderate vessel calcification and moderate tortuosity. Per report, patient factors (smaller then indicated vessel size, calcification and/or tortuosity not appreciable on imaging) along with procedural considerations contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.